Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report number: 1627487-2013-25070 and 1627487-2013-25071. It was reported since implant, the patient has not received effective coverage in her foot. Reprogramming did not provide resolution. In turn, the patient was referred to a neurosurgeon for consult.